Event description:
This is to notify that we have received a complaint in which a non-medtronic product (roi-a oblique lumbar interbody cage) was involved along with our medtronic product. The manufacturer of the non-medtronic (roi-a oblique lumbar interbody cage) product involved in the event was "ldr". We wanted to make sure that we are passing the information regarding the non-medtronic product (roi-a oblique lumbar interbody cage) for notification purpose. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).